Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture result report confirming the reported event was not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: distal end cfu: no detection bacterial identification: n/a sampling date: (B)(6) 2023 sampling from: biopsy channel (ch)/suction ch cfu: 0cfu bacterial identification: n/a sampling date: (B)(6) 2023 sampling from: air/water ch cfu: 0cfu bacterial identification: n/a sampling date: (B)(6) 2023 sampling from: auxiliary water ch cfu: 1cfu bacterial identification: staphylococcus epidermidis the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end cap cover has a scratch - adhesive on bending section rubber is detached - due to wear of angle wire, bending angle in up direction does not meet the standard value however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The device passed the leak test. The detergent used was sekusept. The device was rinsed before manual disinfection. The suction channel, suction cylinder, and instrument channel port were brushed. The disinfectant used was sekusept and the channels were flushed with water. The automated endoscope reprocessor (aer) used was medivators with intercept detergent and rapicide pa disinfectant. All channels and tubes were connected to the aer and the concentration and expiration date was controlled. The water quality was filtered, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by aer and stored in a drying cabinet. Olympus is the maintenance company. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope suction channel tested positive for more than 4 colony forming units (cfus) of microbes during maintenance. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.